Event description:
Damaged haptic after implantation. It was noted that hpmc was used. Capsular bag tear; increased incision size; device explantation. Secondary surgery required on future date.

Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). IFU not followed: it was noted that hpmc was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Hpmc was used as a lubricant in this case. Appearance check result was consistent with reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 150). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Soul-g115-12). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. It was noted that hpmc was used. Capsular bag tear; increased incision size; device explantation. Secondarysurgery required on future date.